Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, video system center exhibited a pale image, vertical noise and the screen became pitch black. The event did not improve after restarting or replacing the scope and took longer to start than usual. The event was resolved by cleaning the connector, so the procedure continued and was completed. The event occurred during an unspecified diagnostic procedure that was completed using a same set of equipment. There were no reports of patient harm.